Event description:
The customer stated that he was treated by the paramedics for high blood glucose levels over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that he had been having multiple no delivery alarms. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.